Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month after the implant procedure, the right ventricular (rv) lead thresholds had increased and were found to be high. Intermittent pacing failure was also noted, and the patient reported experiencing chest discomfort and palpitations. The physician suspected a lead fracture or dislodgement, and that the increase in thresholds had resulted from myocardial degeneration of the lead implant site. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The outer insulation was cut at 33.7 cm with minimal blood ingression. If information is provided in the future, a supplemental report will be issued.